Manufacturer narrative:
The reported meter (B)(6) and strips have been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings from their adc blood glucose meter. Customer reported a high reading of 314 mg/dl and 318 mg/dl which were higher than lab readings of 154 mg/dl and 154 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. Dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from their adc blood glucose meter. Customer reported a high reading of 314 mg/dl and 318 mg/dl which were higher than lab readings of 154 mg/dl and 154 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.